Event description:
It was reported by service report that the bed had no power. The power cord had become caught in the caster and was damaged while moving the bed resulting in exposed wires. No patient involvement or adverse consequences are reported.